Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a five weeks post-implant, the patient had their implantable cardioverter defibrillator (ICD) system explanted and later replaced due to a suspected infection. No further patient complications have been reported as a result of this event.